Manufacturer narrative:
This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an scs system including an ipg on (B)(6) 2010. It was reported that she feels heating from both the ipg and the charging system antenna when recharging her ipg. In an effort to resolve this matter, a new charging system was shipped to the patient. Follow-up on this issue found that the alleged problem has been resolved with use of the new charging system. No further complications were reported.